Event description:
A hospital reported that a adult breathing circuit failed the leak test. No pt consequence was reported.

Manufacturer narrative:
The breathing circuit is not available in USA. The equivalent device for the USA is the device that consists of the humidification chamber, the inspiratory limb of the breathing circuit, and the adult version of an evaqua expiratory limb. The device is expected to be returned to fisher and paykel healthcare. No info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.016%.